Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID c154dwk bi-ventricular defibrillator, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance, oversensing, fracture and no capture. The rv lead was going to be replaced, however, due to patient comorbidities the procedure was unable to take place. The physician opted to inactivate the rv lead. No patient complications have been reported as a result of this event.